Manufacturer narrative:
Data was requested for further investigation, but was not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The field service engineer did performance testing and precision studies, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 203.2 miu/ml. 1st repeat result: 259.5 miu/ml. The physician questioned the results as they did not match the patient's clinical picture and requested a new sample to be drawn and sent to a different facility for testing. The new sample resulted in an hcg+b value around 3.51 miu/ml. On (B)(6) 2025, the original sample was then repeated, and the 2nd repeat result was around 3.51 miu/ml.